Event description:
It was reported that the customer has received "multiple occlusion alarms" during basal and bolus delivery. The customer's blood glucose level was 600 mg/dl. The customer went to the emergency room and was treated with saline and insulin. The customer was not admitted to the hosp. The customer was using apidra insulin and will be discussing with the health care provider about switching to novolog.

Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.